Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had dyskinesia head movements, and their arms would be jerking and flailing. The patient had never had these issues before their new implantable neurostimulator¿s (ins) were implanted. The healthcare professional (hcp) had increased stimulation due to the patient freezing, and then the patient began shaking too much when they combined the medication with the stimulation. The patient hadn¿t been mentally ¿right¿ since the ins¿s were replaced, and the consumer could see a change in the patient. It was also reported the patient¿s blood pressure had been going up and down. It would get very high, and the patient was hospitalized for 4 days for that reason. It was indicated that the patient¿s left side of their face was sagging down, but the hospital was unable to find any evidence that a stroke occurred. The patient was transferred to a rehab facility where they couldn¿t relax or sit down. They had started crying and wanted out of rehab. The patient calmed down again once they brought them home. It was further stated that the patient¿s short term memory loss was worsening, they had been delirious, and they had been complaining that their left side felt like it was vibrating. The consumer was able to connect to the ins and verify that the therapy was on. The patient was implanted for parkinson¿s dual and movement disorders.